Event description:
It was reported there were impedances out of range. Contacts 1-3 were 35 ohms and all other contacts were good. Representative did not have actual impedance data. Follow up reported the patient was an initial implant and would be programmed in approximately one month. Impedances were checked po st-operatively and were the same. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).